Manufacturer narrative:
The customer¿s reported problem was confirmed. Complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8100 module giving hin a 13-1064-1138 error. Sn: (B)(4). Case resolution: let biomed know that it is a software error. He would have to reflash the unit or replace the logic board if it failed flashing. Their 8015 are at v9.12 and he did not have the poc software. Let him know his poc has hit end of life and recommended to send in unit for repair. Biomed will get a po and call back for warranty RMA. (B)(4).